Event description:
Information was received from a healthcare provider regarding a patient who was receiving lioresal (baclofen) via an implantable pump for intractable spasticity indications for use. It was reported that the healthcare provider (hcp) requested a shutdown code for a patient with a baclofen pump who has been experiencing known catheter issues. The catheter issues have been ongoing for several months (exact timeline unknown). The catheter problems include clogging, lack of drug flow/response, difficulties accessing the side port. Due to these ongoing issues, the decision was made to permanently shut down the pump. The tech services documented catheter complications, provided the hcp with the appropriate shutdown code, explained this would silence alarms and permanently shut down the device in preparation for explant. No further issues reported.

Manufacturer narrative:
Continuation of d10: product ID 8780, serial# (B)(6), implanted: (B)(6) 2017, product type catheter. Section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6), ubd: 26-sep-2018, UDI #: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.